Event description:
Distal end of the disc shaver separated from the proximal shaft when rotating to shave endplates. No pre or post operative photos/images were provided. Unknown patient anatomical condition and surgical technique for gradual distraction and shaving. Failure modality either indicates excessive force burden on the instrument and/or patient anatomic condition. All parts were removed from patient. No harm or injury to the patient was reported.